Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided: evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The customer reported that a patient had treatment and then the doctor looked at the plan afterwards and realized that the wrong treatment had been done. The doctor advised the tech to enter another treatment plan, giving the patient a double treatment on a single eye. The root cause was assessed to be user related, unrelated to the device. Technical root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following lasik treatment, it was noted that the incorrect treatment plan had been entered for the patient. The surgeon noted this as he reviewed the plan after the treatment. The surgeon then asked the technician to enter another treatment plan, and an additional treatment was performed on the same eye. In a follow up, the technician reported that the patient was doing well on the one-day postoperative visit. Additional information has been requested.

Manufacturer narrative:
(B)(4).